Event description:
Coiling treatment of an aneurysm. It was reported the coil prematurely detached during placing into the aneurysm. No pt injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was implanted in the pt.